Event description:
Rep reported via voicemail that the distal targeter missed the nail. Fine cracks were observed in the carbon fiber along the neck of the targeter. There was a surgical delay of 15 to 20 minutes.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the non-conformity/corrective action history revealed no open issues or actions in place for this product with this failure mode." A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Rep reported via voicemail that the distal targeter missed the nail. Fine cracks were observed in the carbon fiber along the neck of the targeter. There was a surgical delay of 15 to 20 minutes.